Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the sutures are consistently pulling out from the needles, which poses a risk to procedural efficiency and patient safety. This problem has led to unnecessary use of additional sutures which increasing both time and cost. We suspect there may be a quality problem with the needle-suture attachment. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/12/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch provided is not valid; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: additional information was received indicated "there were 6 sutures that was pulling out form the needle." Please confirm, there were 4 procedures with a total of 6 sutures that pulled off the needle. Please verify lot involved as lot ulbdlf0 is invalid. Additional information was requested; the following was obtained: were there any adverse consequences associated with the patient? How many devices demonstrated the alleged deficiency in each case? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: 1. No, there are no adverse consequences to the patient. 2. There were 6 sutures that was pulling out form the needle. Answers from (B)(6) obstetric theatres. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event is not valid, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d4, h4, d1, g4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected data: d4, d1, g4 lot and product code updated